Event description:
It was reported that the customer experienced issues with his sensor glucose and blood glucose readings being different. The customer's father stated that the sensors had been unreliable. The customer's blood glucose was 7.6 mmol/l. The customer was reported as using the insulin pump only for continuous glucose monitoring but not for insulin delivery. Advised customer to call back in order to troubleshoot properly. Advised that replacement sensors would be sent. Nothing further reported.

Manufacturer narrative:
Unit communicated properly with the glucose sensor simulator and the minilink transmitter. The sensor value was listed in the sensor graph. No unexpected low predicted alarm noted during testing. No calibration anomaly or sensor anomaly noted. Unit also communicated properly with the test blood glucose meter. The test blood glucose value on meter was displayed on pump screen. Unit was unable to prime during prime/force sensor system test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.